Event description:
Upon impaction during an anterior lumbar interbody fusion (alif) procedure at l4-l5, the tab on the implant holder broke off into the synfix-lr. The graft was removed and replaced with another graft. An additional 15 minutes was added to the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.